Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient underwent an explant surgery due to pain. The patient received an antibiotic cement spacer. Patient was scanned for an invision tar using curve beam CT three weeks ago. The invision total ankle replacement has not been completed yet.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient underwent an explant surgery due to pain. The patient received an antibiotic cement spacer. Patient was scanned for an invision tar using curve beam CT three weeks ago. The invision total ankle replacement has not been completed yet.